Manufacturer narrative:
Date sent to the FDA: 02/24/2016. The actual device with its coiled tubing placed on top of a petg blister into a plastic bag was returned for evaluation. The tyvek label was folded and placed into a tyvek pouch. Since the original blister was not returned and the tyvek lid was in such poor condition with tape and foreign matter on it, it cannot be determined if this package had an integrity issue per the complaint. The examination with the black light showed no noticeable defects in the seal transfer. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent thermal ablation on (B)(6) 2015. The packaging of the device was slightly opened. Another device was used to complete the procedure. There was no patient involvement and no adverse patient consequences reported.